Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver a dose when the button on the pt bolus cord was pressed. There was no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the button on the bolus cord was pressed. This was due to a missing pin in the bolus connection socket on the bottom end cap of the device. The missing pin disabled the bolus cord operation. The probable cause of the missing pin was the pin was pulled out of the connector when the bolus cord was removed from the device. This report represents all the info known by the reporter upon query by hospira personnel.